Manufacturer narrative:
Per the package insert, "possible adverse effects" include:"bending, fracture, loosening or migration of the implant."

Event description:
It was reported that a revision surgery was conducted to remove and replace a broken screw. Patient retains screw tip. Patient outcome: no adverse effect reported as a result of this event.

Event description:
Treatment of an avm. It was reported after the avm was embolized with onyx, brain hemorrhage was observed at the access site. The physician commented this event was caused by the arterial trauma which occurred during operation in the distal cerebral artery. On follow-up, it was reported the avm was resected on (B)(6)2010. On (B)(6)2010, the pt experienced sepsis, acute renal failure, pulmonary edema, cerebral abscess and dic. The patient recovered on (B)(6)2010. Same event as MDR# 2029214-2010-00193.